Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post replacement procedure, the left ventricular (lv) lead had high and undefined impedance measurement within a single vector. All other measurements are in range and normal. It was noted that during the procedure, the physician could not get good placement with the lv lead, so the lead was turned off. After further testing the following day, when lv pacing was off, the lead would show high and undefined impedance. When lv pacing was turned on, lead measurements would show in range values. It was also noted that the right ventricular (rv) lead had t-wave oversensing (twos) with bi-ventricular (bi-v) pacing. Reprogramming was conducted and both leads remain in use. No patient complications have been reported as a result of this event.